Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured between may 1, 2024 ¿ may 2, 2024. H11: the actual device was not available; however, photographs of the sample were provided for evaluation. A visual inspection was performed, and droplets of fluid inside a yellow bag that contained the device were observed which suggested a leak may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) small volume folfusors leaked from an unspecified location. The devices contained fluorouracil in 115ml 0.9% sodium chloride. This was observed prior to patient use. There was no patient involvement. No additional information is available.